Event description:
Revision surgery - due to the patient's hip dislocating, the poly wore out. The surgeon exchanged the head and liner.

Manufacturer narrative:
The reason for the revision was reported as the patient's hip dislocated after 11 years 9 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 4th complaint against the main contributor, first for this lot number. The root cause for the hip dislocation was reported as the poly wore out. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Disposed of.